Event description:
Customer was hospitalized due to high bgs. Troubleshooting was performed. It was noted that the leadscrew was dirty. It was suggested that the leadscrew be cleaned. There was no manual turning of the leadsrew, however the pump alarmed when disconnected from the customer. The pump again alarmed after a bolus was run. It was suggested that the customer disconnect from the pump at this time.